Manufacturer narrative:
The reported events were unable to implant and ¿lead could not be placed¿. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The helix was found to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension was within specification.

Event description:
During the implant procedure, the right ventricular (rv) lead was unable to be implanted. Following multiple repositioning attempts, similar observation was found. The event was resolved by explanting and replacing the rv lead. The patient was stable throughout.